Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that her blood glucose was 429 mg/dl at the time of the incident. Customer treated with the pump. Customer's current blood glucose is 398 mg/dl. Customer reported having nausea and her stomach feeling hot to the touch due to the high blood glucose. Customer confirmed that she was disconnected and ran a manual prime. Customer stated that the insulin exited at the quick release. Customer stated that her doctor does the settings and they should be right. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was advised to follow up with her health care professional concerning her unexplained high blood glucose.